Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted. This is 1 of 3 MDR submission as mw5182212 is associated with medwatch# mw5182211, mw5182213.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: a customer reported receiving a letter in the mail "about sensors reading low." There was no alleged adc device related issue. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.